Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer's insulin gauge remained the same overnight, and when the customer awoke in the morning, the fill estimate was the same as when the customer went to sleep the previous night. The customer reported blood glucose level was elevated; however, was unable to remember the specific value. Additionally, the customer did not attribute the elevated blood glucose level to the fill estimate issue. The customer reported that the issue was not occurring at the time of the call, and the customer's blood glucose level was "good".